Manufacturer narrative:
Concomitant medical devices: 2188-65, lead, implanted: (B)(6) 2000; 2872 adaptor, (B)(6) 2014; w1tr01 crtp, implanted: (B)(6) 2019; 5071-53, lead, implanted: (B)(6) 2019; 5071-53, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and historically low measured p waves. The ra lead remains in use. No patient complications have been reported as a result of this event.